Event description:
The customer reported that during a cystectomy, the jaws of the device closed and would no longer open. Another device was used to remove the jaws from tissue. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.